Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an incident where lipids were infusing, and the pump module was alarming for air-in-line. Each time the nurse checked, no air was found in the line. The pump was changed out but continued to alarm for air in line. The last time the nurse attempted to remove line and inspect for air, the tubing immediately disconnected at the junction. There was patient involvement but impact unknown. Although requested, further information was not provided.